Manufacturer narrative:
H6: investigation summary: it was reported that the plates would be completely without a label. The complaints trends were reviewed for a period covering 12 months. There was one similar complaint received during that period of time on this product. The batch history review did not indicate any discrepancies. All release testing was satisfactory, and no deviations were observed. Picture sample was provided showing partially printed plates and one plate without any bottom print. The retain samples were reviewed and it was detected that several batch numbers were affected. Further investigation was performed and documented within CAPA 2793743. Based on the evaluation of the report the complaint was confirmed.

Event description:
It was reported that while using plate columbia ag 5prct sb 90mm missing labeling was observed by the laboratory personnel. There was no report of patient impact. The following information was provided by the initial reporter: "badly or not at all printed plates. 2 to 3 plates of each stack of 10 were poorly, incompletely or not at all labeled."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. There is no 510(k) for this device as it is manufactured outside the us and not sold in the us but is considered to be substantially similar to the legally u.s. Marketed device plate columbia ag 5prct sb 90mm catalog number 221263 which is a preamendment device.

Event description:
It was reported that while using plate columbia ag 5prct sb 90mm missing labeling was observed by the laboratory personnel. There was no report of patient impact. The following information was provided by the initial reporter: "badly or not at all printed plates. 2 to 3 plates of each stack of 10 were poorly, incompletely or not at all labeled. "